Event description:
It was reported that the patient had one lead that ¿never really worked¿ and the first time it was programmed they said one setting could not work. The patient did not know why this was the case. The patient noted that she would turn stimulation up to the point that it was painful and would only feel stimulation for a couple days and then a couple days later she could not feel stimulation at all. The patient also experienced stimulation sensations going down her leg in the past. The patient stated that she had been told different things about stimulation, so she was not sure if she was using the therapy correctly. The patient also had no therapeutic effect at all if she drank caffeine. The patient noted that the trial was effective and also at the beginning after implant ¿because it was new, but as time went on she was getting mixed messages and would have to stop and think to know if she was feeling stimulation sensation.¿ the patient continually made changes to her settings and programs. The patient had felt stimulation more toward the back of her rectum. The patient noted that she had a loss of stimulation sensation and loss of therapeutic effect gradually over time. The patient was reprogrammed in (B)(6) and was instructed to try each program for a week at a time. Program 1 worked for a while, program 2 only worked for three days, program 3 worked for ¿about a week and a half¿ and then she went back to program 1 and that only worked for a week and a half, and she was on program 4 at the time of the report. The patient had been on program 4 since the end of (B)(6) and had drunken very little, so it was difficult to assess therapeutic effect. The patient also stated that at the time of the implant she was taking an oxytrol patch, which she was no longer taking because she was trying to figure out what was most cost effective. The patient had also been taking ¿mervatrick¿ samples that her managing healthcare provider (hcp) had given her, but she was no longer taking them. The patient was not sure if she would like to have the device explanted when the battery reached end of service (eos) or pursue replacement. The patient liked to think that there was just something she had been doing wrong with it. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v275308, implanted: (B)(6) 2009, product type: lead. (B)(4).